Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. (Expiration date: 10/2022).

Event description:
It was reported that prior to a port placement procedure, the guidewire was allegedly frayed upon opening sterile box. There was no patient contact.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one powerport MRI isp port, one flushing connector and one cath-lock loaded onto a groshong catheter, one straight non-coring needle, one right-angle non-coring needle, one vein pick, one cath-lock, one guidewire loaded to a guidewire hoop, one 8.0fr introducer peel-apart sheath and vessel dilator, one safety infusion set and one tunneler were returned for evaluation. Functional, gross visual, microscopic visual evaluations and dimensional observation were performed. The investigation is confirmed for the reported frayed guidewire and identified stretched issue, as the flat inner core wire was noted to have a complete circumferential break at the distal end and the guidewire was observed to be unraveled distal to the distal tip. Based on the measurements recorded during sample evaluation and applicable drawings, no measurements recorded could be confirmed to be out of tolerance. The definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. D4 (expiry date: 10/2022). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that prior to a port placement procedure, the guidewire was allegedly frayed upon opening sterile box. There was no patient contact.